Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator reached out indicating that they had their device removed due to ineffective treatment. Pain and discomfort were noted. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort" and "pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator reached out indicating that they had their device removed due to ineffective treatment. Pain and discomfort were noted. There were no additional patient complications. The representative spoke with the patient for follow up, they did not really say how they were doing, just mentioned that botox is working better for them. There was no additional information.

Manufacturer narrative:
Product code (d2b) - additional product code qonpremarket / 510(k) # (g4) - additional premarket/510(k) p190006udi for concomitant product, tined lead:(B)(4).

Event description:
It was reported that a patient with this neurostimulator reached out indicating that they had their device removed due to ineffective treatment. Pain and discomfort were noted. There were no additional patient complications. The representative spoke with the patient for follow up, they did not really say how they were doing, just mentioned that botox is working better for them. There was no additional information.